Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hepatectomy, jamming and scissoring occurred when the device was used on blood vessel. Oozing was confirmed, though, the amount was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.